Event description:
It was reported that the posey keepsafe fall monitor alarm will not alarm. No pt injury reported.

Manufacturer narrative:
Eval: results - the alarm shows that the green light shows power but no tone.